Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited an error code 0400 (system reset). The code was cleared and all data was noted to be okay. This event was reviewed by the tachy team. Error code 0400 did not affect therapy delivery to the patient. It was also reported that the ICD was found to be in monitor only mode (therapy disabled).